Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc blood glucose meter was reported. The replacement device was issued as customer had reported the meter would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing dizziness and a lack of strength and was unable to self-treat, requiring treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc blood glucose meter was reported. The replacement device was issued as customer had reported the meter would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing dizziness and a lack of strength and was unable to self-treat, requiring treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.